Event description:
Boston scientific crm received information that several hours post implant of this dextrus right ventricular lead, pacing pauses were observed. The pauses were reproducible during movement of the patient and the patient was symptomatic, but not syncopal. A lead revision was performed at which time it was noted that the lead was not completely attached to the septal wall. The lead was successfully repositioned and remains actively implanted. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.